Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected software alarm or pump error alarms noted during testing however, the formatted history file confirmed pump error alarm and pump error alarms due to a software error. Insulin pump error alarm confirmed in pump history with variable due to broken trace at u1 keypad assembly (pin 6). Volume did change when adjusted. Audio/vibrate anomaly or absence of alarm not confirmed. No pump error alarm noted during testing and was not found in the formatted history file. Insulin pump error alarm not confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures, software error detected and the motor arm cannot communicate with the main arm alarm. Customer¿s blood glucose was unknown at the time of incident. The customer performed troubleshooting and the customer was able to clear the alarm and was able to rewind the insulin pump. Customer performed self test and it was passed. Customer advised the insulin pump will need to be replaced. Customer advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for the analysis.